Event description:
A medtronic representative reported that during a spinal fusion the percutaneous pin 150mm broke off in the psis of the patient and was left behind. This was the second percutaneous pin used in this case; the first percutaneous pin bent when the surgeon attempted to place it in the psis. The surgeon noted that the patient had a previous si fusion and the bone was very hard. After the first percutaneous pin bent, they opened a second pin and inserted it into the psis. When the surgeon tried to remove the percutaneous pin, at the end of the case, the side post on the percutaneous pin broke off while the surgeon was using the slap hammer to remove the pin. The surgeon attempted using a vice grip to remove the pin and that is when the pin broke in the patient. The break was below the surface of the bone and the surgeon was not able to remove it. The procedure was completed with the use of the stealthstation s7 system. The broken pin was left in the patient's bone with no adverse impact on the patient's outcome.

Manufacturer narrative:
Lot number is not available as site discarded the device. Device manufacture dates are dependent on lot number, and not available per reason stated above. Although the parts were not returned to the manufacturer for further evaluation, the report from the medtronic representative at the site conveys technique is a contributor to this issue. It should be noted that these percutaneous pins are made of (B)(4), specifically for surgical implant applications. Device discarded by site.